Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer is currently out of the country and was instructed by technical support to reset the pump and was confirmed to have multiple daily injections available as backup therapy.